Event description:
A total of eight implants were placed in the maxilla of this patient on (B)(6) 2009 despite conditions that predispose him for implant failure. Documented history of heavy smoking and drinking plus poor bone quality are some conditions that were noted by the doctor. The implant chosen by the doctor is one that has a manufacturer protocol to be used in the mandible. The patient presented with mobility of this implant on (B)(6) 2009 and the implant was removed by the doctor using his fingers. No additional treatment was rendered to this patient, as no infection or adverse reaction occurred.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. Please let it be noted that this report is for a doctor who has returned four failed implants in two months. Poor patient choice and failure to follow manufacturer protocol guidelines are evident and could be the major contributing factor leading to failure to osseointegrate. Documented patient habits such as heavy smoking and heavy alcohol use, coupled with poor bone quality, increase the risk of implant failure. In addition, improper choice of implant design and size can cause loss of bone and surrounding tissue which can lead to implant failure. The device history record for this implant was reviewed and manufacturing, processing and sterilization parameters were without error. In conclusion, failure to osseointegrate is a well documented inherent risk of dental implants. (B)(4). Total of serious injury events being summarized is 44. Intra-lock was granted permission to submit a retrospective summary report limited to events that occurred between (B)(6) 2007 - (B)(6) 2010. The company has not established when the 1997 FDA letter was sent regarding failure to osseointegrate reporting parameters and were unaware that malfunction and serious injury events involved with dental implants that failed to osseointegrate required submission of medical device reports. Alternate summary reporting is requested for all future filings. Evaluation summary: the actual implant involved in the incident was evaluated. Visible examination and inspection of this implant was performed upon receipt. There were no visible defects or fractures of the returned implant. The results of the examination were failure to follow instructions as set by manufacturing protocol and instructions for use. The conclusions drawn were that user error contributed to the event and the device failure/lack of effectiveness was related to the patient conditions.